Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: 243479.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- prismatic. As it was stated, during intervention two screws of suspension tube fell off together with their cable clamp. There was no injury reported however we decided to report the issue in abundance of caution, as any parts falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the device did not meet its specification and it contributed to the event. The provided information indicated that the device was being used for patient treatment when the event took place. During the investigation it was found that it is considered as single and isolated event. It is found by subject matter experts at the manufacturer that only repeated or violent impact applied to the cover location can detach it together with the cable clamp, and that this cannot happen in normal conditions of use. This was confirmed by service technician who repaired the device, as he stated that cover broke due to an impact with the spring arm. We believe that remaining devices are performing correctly in the market.

Manufacturer narrative:
The issue is being investigated by manufacturing site. H3 other text : device not returned to manufacturer

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights- prismatic. As it was stated, during intervention two screws of suspension tube fell off together with their cable clamp. There was no injury reported however we decided to report the issue in abundance of caution, as any parts falling off into sterile field or during procedure might be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).